Event description:
It was reported that during routine follow up the patients right ventricular (rv) lead exhibited no capture at maximal outputs. Technical services was consulted and provided troubleshooting advice. The rv lead remains in service at this time. No adverse patient effects were reported.